Manufacturer narrative:
The user reported receiving a high glucose alert on 16 nov 2025. The user reported administering insulin after receiving the alert, and following an unspecified interval, measured their blood glucose with a meter, which was 45 mg/dl. The user did not provide the alert threshold settings that they set in the system. A review of the data management system (dms) sensor glucose data showed variable glucose readings with sensor glucose (sg) and blood glucose (bg) mismatches on the day of the event. On 16 nov 2025 at 11:26 am, a fingerstick entry of 45 mg/dl was recorded. The sg was blinded at that time due to an out-of-range high glucose alert triggered at 11:17 am. The alert history indicated several high glucose alerts and out-of-range high glucose alerts throughout that day. A review of the sensor in vivo data revealed transient optical instability since insertion on 10 nov 2025. The sensor was in the stabilization period (early wear period) following the insertion procedure, and this instability most likely contributed discrepancies observed at the time of the event.customer care provided general education on early wear period and focusing on glucose trends rather than individual values. As part of troubleshooting, customer care recommended performing a sensor re-link; however, the user did not respond despite multiple contact attempts.the system continued to show variable sensor glucose data until the user discontinued use of the system on 27 dec 2025. The user reported additional inaccuracies, and on 30 dec 2025, an RMA was issued for the sensor under a separate complaint (MFR# 3009862700-2026-00250). B4.date of this report 19 feb 2026. G3.date received by the manufacturer? 19 feb 2026. H3. Device evaluated by manufacturer?yes. H6. Health effect - clinical code updated to 4580. H6. Health effect -impact code updated to 4648. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Event description:
Senseonics was made aware of an incident where user reported a high glucose event and provided an example from 16-nov-2025 with sg 250 mg/dl and bg 45 mg/dl; however, no time was provided. Review of the data management system (dms) was unable to confirm the event details due to the absence of a reported time, and the user remained unresponsive to multiple contact attempts. Glucose alert settings were not available, and it could not be confirmed whether a high glucose alert was received at the time of the event. It is unknown whether the user sought medical treatment; however, according to a related case, the user administered insulin. It is unknown whether the user's hcp was aware of the event. Per dms, the user is currently using the system with up-to-date information.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.